Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107: multiple abnormal shutdowns) has been confirmed. Upon investigation the monitor displayed service code 107 and failed detect and treat testing. The cause for the service code 107 was isolated to a shorted q600 component on the ca board that caused damage to multiple other ca board components. The cause for the detect and treat failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the shorted q600 component and defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 107: multiple abnormal shutdowns.